Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that during the first fitting, the pt wasn't able to hear with her vibrant soundbridge, even with maximum gain. The external parts were exchanged and tested, but w/o improvement. A rtf-measurement was negative - no reaction from the implant could be detected. There is no accident or trauma known.